Event description:
There was an exchange of a penile prosthesis related to the original prosthesis because of a leaking cylinder.

Event description:
There was an exchange of a penile prosthesis related to the original prosthesis because of a leaking cylinder.